Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, was seeing rays around lights at night and halos .patient had been set up for modified monovision, with one eye optimized for distance and the other for near vision. Also stated daytime vision was satisfactory. Patient had undergone a yag(yttrium aluminum garnet) laser capsulotomy. Patient symptoms were continuing. There are two medical device reports associated with this patient. This report is associated with the left eye.